Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. Keloid formation is one of the complications associated with fraxel post treatment. Per the fraxel operator manual, predisposition to keloid formation is one of the complications that are routine for many laser treatments.

Event description:
It was reported that a patient underwent a treatment to improve the texture of a small scar on the patient's philtrum sustained from surgical removal of a basal carcinoma. The scar was on the patient's philtrum and the aesthetician focused on the wound to improve the texture. Following the treatment, the patient felt that her philtrum was burnt. The dermatologist changed her dressings twice a week for 3 weeks until the wound closed. The dermatologist is also injecting the 'atrophic scar' with steroids once a month and the patient massages the area with bio-oil and/or fish oil every day. During a follow-up with the patient, she reported that her physician told her she sustained hypertropic scar (keloid). She will also consult with a plastic surgeon in 3 weeks. No further information was provided.